Event description:
Elastomeric infusion pump was filled with 230 ml of 5fu and should have run at a rate of 5 ml/hr for a 46 hr infusion. After 34 hrs however, the elastomeric pump was empty, and the infusion was complete.